Event description:
Related manufacturer reference number: 1627487-2024-00199, 1627487-2024-00201, 1627487-2024-00202. It was reported patient's scs system did not provide effective therapy and was explanted on (B)(6) 2023.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned paddle lead b found it had been cut during the explant procedure resulting a stimulation end segment and a terminal end segment. However, there were no other anomalies that were identified, and the segments passed continuity testing (no opens found).